Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were not feeling any remarks or stimulation, and it had been like that for some time. The patient had gone to the healthcare provider (hcp) and was told by the manufacturer representative (rep) that they were not supposed to feel the stimulation sensation all the time. The patient then reported that now, they were having a lot of leaking, but they could not make the adjustment because they couldn't connect to the ins. The patient saw "communicator connection lost" screen, and confirmed that the communicator was plugged into the charger. The agent then had them unplug the communicator and place it against the ins, and they were eventually able to connect to the ins. The patient saw "therapy had been turned off" message on their screen, they turned therapy back on, and increased stimulation to a comfortable level. The patient denied changing programs, and the agent was not able to identify the reason why therapy was turned off during initial connection. The agent told the patient to monitor their symptoms and redirected to the hcp if it persists.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.